Event description:
Patient had undergone coronary bypass graft when a swan ganz catheter was placed. The next day the nurse was attempting to remove the catheter slowly; resistance was felt and patient was in v-tach. Unable to reposition catheter to resolve v-tach, so more pressure was applied to the catheter and it broke in two pieces, leaving a piece inside the patient. V-tach resolved and patient was stable. Physician was called to bedside and was there within 10 minutes. Using sterile hemostats, the physician was able to remove the remainder of the catheter. Patient remained stable.